Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the display is bright but flickers and has line across center of screen due to a damaged lcd. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that half of the display is dark, and it cannot be adjusted. There was no known impact or consequence to patient.